Manufacturer narrative:
Phone number provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for one (1) unknown tibial nail end cap/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
T was reported that on (B)(6) 2018, the patient underwent a tibial nail removal due to nonunion. It is unknown if there was any surgical delay. Patient outcome was stable. The procedure was successfully completed, and the fracture was plated with a large fragment plate. This report is for one (1) unknown tibial nail end cap. This is report 3 of 3 for complaint (B)(4).